Event description:
Clinical study. It was repoted that 51 days after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The taxus express2 8.8% 2.75 x 12 mm drug eluting stent was placed in 2004. The following month, the pt reported developing a mild generalized rash. The physician attributed the hives to the taxus stent implant, and stated that the reaction was not drug related. The pt was given oral benadryl and an unk topical medication. The symptoms were resolved with these medications.